Event description:
It was reported that the right atrial (ra) lead experienced a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented with worsening fatigue, bradycardia, hypotension, near syncope and short bursts of atrial tachycardia noted on an external cardiac monitor. It was found the right atrial (ra) lead experienced a fracture with elevated and infinite impedance and no capture at maximum output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.